Manufacturer narrative:
The device was returned to olympus for evaluation the evaluation found no image displayed with 180 scope series but produced normal video image with 185 and 190 scope series. It was observed that the patient board set was defective and needed replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, during preparation for use, the evis exera iii video system center did not display an image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was replicated. Images from the 180 system scope did not display on screen. It was estimated that the event occurred due to a failure of the patient board set. After checking the change history of the parts, it was confirmed that the dr substrate was changed in design on april 16, 2018. It is unclear whether this change in design is related to the indicated event. It is recommended to replace the patient board set. Olympus will continue to monitor field performance for this device.